Event description:
Patient reported that their tooth chipped and they have had it repaired. The aligners do not fit now.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.